Event description:
It was reported that while a patient was on the surgical table, the table went into trendelenburg and tilt position on its own. There was no reported patient injury.

Manufacturer narrative:
Upon examination of table and talking to the nurse in the room, the table reportedly stopped responding to commands. Power on/off was cycled several times. The table was unlocked and subsequent attempts to actuate the table did not work. Pushing "lock" did not work but allowed the table to drift into trend and tilt to the patient right position. This was the result of gravity, rather than the table during movement into the positon. The pump reportedly failed and the slice valve bridge may be contaminated not allowing the hydraulic valves to completely close preventing unwanted fluid flow. No injuries reported and the patient was transferred to another table.